Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that during the procedure positioning placement difficulties were encountered. This lead was attempted/not used and replaced.